Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 97% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. In addition to the longevity calculation results, the device was in telemetry c for 10.5 hours. 1 hour in telemetry c is equivalent to 1 week off of the expected longevity. (10.5 hours*7 days) / 30.4 days = 2.42 months reduction in calculated longevity result. 38.49 - 2.42 = a modified longevity result of 36.07 months.

Event description:
It was reported that the device battery had premature depletion due to wrong programming. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: device ID: 5076-52 lead, implanted: (B)(6) 2001. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.